Manufacturer narrative:
Concomitant medical products: unknown 36 +5 head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient's hip was revised due to pain. The 36 +5 head and 36e liner revised.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding revision due to pain involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. Conclusions: the event could not be confirmed nor could the root cause of pain be determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Further information such as operative reports and revision reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened. Not returned.

Event description:
Patient's hip was revised due to pain. The 36 +5 head and 36e liner revised.